Event description:
Ous MDR - after an implantation duration of about 7 years, it was reported that the pt received multiple shocks. The lead was capped and left in pt's body and the ICD was explanted. No other adverse side effects have been reported.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for (B)(6) months and 123 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Furthermore, the visual inspection revealed a slight discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process, not affecting the ability of the device to deliver therapies. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegm's showed, that this large amount of charging cycles was caused due to the detection of noise in the right ventricular channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The ICD was analysed and proved to be fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did neither for the ICD nor for the lead reveal any sign of a material or manufacturing problem.